Manufacturer narrative:
Investigation/evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation in the closed position. The male luer lock adapter (mlla) is tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. Visual examination noted the basket sheath is severed 42.4 cm from the mlla. 1 mm of wire protrudes from the basket sheath at the point of separation. The distal segment measures 71.7 cm in length and 1.3 cm of wire protrudes from the proximal end of the distal segment. A review of the device history record for lot number 8860315 showed no non-conformances that would have caused or contributed to the reported failure mode. A review of complaint history revealed no other complaints associated with lot 8860315. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to have a basket that was closed and could not be opened. The sheath was separated approximately 42 cm from the handle. The separated sheath prevented the basket from functioning. The provided information stated the device broke while inside the ureteroscope. The cause of the sheath damage could not be conclusively determined, but may been related to: user technique, patient anatomy, stone size, stone location, and / or other procedural factors. The investigation conclusion is cause could not be established. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Concomitant medical products: unspecified model/size ureteroscope. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureterolithotripsy procedure, the ngage nitinol stone extractor basket broke inside the ureteroscope. No part of the device separated or detached. Another extractor was opened to conclude the procedure. No additional procedures were required and there were no adverse effects to patient due to this occurrence.